Manufacturer narrative:
No complaint was received with the return of the lead. A failure event was observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found multiple external insulation abrasions breaching the ring electrode cable lumen at proximal region of the lead with one abraded cable coating and the right ventricular and superior vena cava cable lumens with both cables intact and undamaged. The cause of external insulation abrasions is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.